Event description:
The customer reported that the system was leaking bss. They completed the first case. The second case was canceled and rescheduled. No patient injury was reported.

Manufacturer narrative:
The customer service representative examined the system and found excessive bss drained into the overflow tube. The cassette was found to be nonconforming. The customer service representative reviewed with the customer that pinching of the cassette bag will also cause bss to drain through the overflow tube. The system was cleaned, checked, and met specifications this report mailed in to FDA on: 10/12/2007.